Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient anatomy. The reported recurrent mr and tissue damage appear to be related to procedural conditions due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to less than 1. On (B)(6) 2019, echocardiogram revealed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 3-4 and the posterior leaflet was torn. A second mitraclip procedure was performed on (B)(6) 2019, one clip was implanted. Mr was reduced to 1-2. The patient remained stable. No additional information was provided.